Event description:
The customer reported that when the catheter was taken out of the packaging, they observed a wire sticking out from the catheter; and therefore, the device was not used on the patient.

Manufacturer narrative:
The catheter was received for investigation and observed to be sliced from the pirf joint to approximately 2.5cm proximal to the number 4 electrode. The investigation examined the sliced lumen under a microscope and identified a red substance. The red substance was tested with hydrogen peroxide and the response indicated it was most likely blood. Further examination of the catheter found the failure mode indicative of force applied laterally resulting in the reinforcement wire breaking through the tip wall. A review of the lot history file identified a lot size of (B)(4). Further investigation found no other reported complaints for this lot number and no manufacturing related cause for this event. A review of the current stinger information for use (IFU) determined that sufficient warnings and precautions are included. The warnings inform the user: do not use excessive force to advance or withdraw the catheter when resistance is encountered because tissue damage or perforation could occur. In addition, the precautions inform the user: excessive bending or kinking of the electrode catheter may cause damage to internal wires. Based on the above information, no further action will be taken at this time. This failure mode will continue to be monitored.